Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 300cc's. Pt did not require a medical intervention. Sample is available; sample has not been returned to the MFR.

Manufacturer narrative:
The device evaluation has not been completed. A follow up report will be filed upon completion of the investigation.